Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2689 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during a control of the patient after an rx they noted a rupture of the catheter it was evidenced that the broken portion was into the right subclavian. The broken portion was removed radiologically. No other information was provided.